Manufacturer narrative:
Product analysis the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that their rv lead had been trying to break since the day it was implanted, due to anatomy, and it had wrapped around their heart three times. Follow-up with the clinic could only confirm that the rv lead experienced a fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high and increased thresholds, high and undefined pacing impedance, oversensing and elevated sensing integrity counter (sic). The lead was explanted and replaced. No patient complications have been reported as a result of this event.